Manufacturer narrative:
When patient name, patient ID, patient date of birth, and the patient gender match, the system works as expected. In the case of the patient's name having a difference in upper/lower case from the original generation of this patient, the sw is not correctly accounting for this difference. The system sees this as two patients with 3 of 4 identifiers matching, and does not allow the capture of clips/images. This will be resolved via software release.

Event description:
Customer reported that the patient file was not saved correctly when ending the exam. The investigation revealed that images were not acquired during the study.

Manufacturer narrative:
(B)(4). The device referenced in this report was not returned to siemens for evaluation; however, the system log files were captured and reviewed. It was found that the software was not storing images due to "check-in" failures. When submitting patient information identical to an existing patient, except for case differences in the patient name, a software bug will not allow storing of images. The image storing issue was resolved in software updates va35e (released 7 october 2015), vb10d (released 10 june 2016), and vb20a (released 17 april 2017).

Event description:
It was reported that the ultrasound system had intermittent problem storing clips. The user rebooted the ultrasound system and its functionality was restored. There was no report of patient harm. No additional information was reported.